Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "auto-inflation". The surgeon indicated that the fill volume increased from 360 cc at the time of implant to 900 cc at the time of explant. Injectable saline was used to fill the device.

Manufacturer narrative:
Device labeling reviewed: pts should be advised that implants are not considered life time devices and they will likely undergo implant removal, with or without replacement, over the course of their life. Pts should also be advised that the changes to their breasts following explantation are irreversible. There were no reported events of inflation for pts in the (B)(4) studies cited in the labeling for saline implants. The risks include: implant deflation/leakage, additional surgery, capsular contracture...